Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019. The customer confirmed the post timer/24v failure error message. The customer reported replacing the power supply to address the reported problem. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported receiving a post timer/24v failure and the ventilator shut off. There was no patient involvement.